Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's temp rate settings were incorrect, causing the customer to experience a low blood glucose (bg) level of 40 mg/dl. The customer consumed carbohydrates to address the low bg.